Event description:
Emergency nurse was administering IV push medication and the tubing alaris ref 42293e blew apart, splitting the tubing just below the lowest port approximately 1" in length. The pt did not get the full dosage and tubing was then changed.